Event description:
It was reported that during the procedure, there was an unexpectedly shut off, the laser console was rebooted. It was tried to go above 0.6 joule and it shuts off again. An energy high fault message appeared; and it happened a couple times. The procedure was completed with this device, used at a lower setting, which took longer to complete but they were able to safely complete. The patient was under general anesthesia in stable condition, there were no patient complications.

Event description:
It was reported that during the procedure, there was an unexpectedly shut off, the laser console was rebooted. It was tried to go above 0.6 joule and it shuts off again. An energy high fault message appeared; and it happened a couple times. The procedure was completed with this device, used at a lower setting, which took longer to complete but they were able to safely complete. The patient was under general anesthesia in stable condition, there were no patient complications.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the fse was able to replicate customer complaint. When firing the laser at 0.6 joules, the unit will fault with energy high. Internal and external components on unit were inspected, performed near and far alignment on all 4 channels. Also, energy calibration was performed and made adjustments to meet technical manual specifications. After adjustment the fault went away, and the unit could fire the laser greater than 0.6 joules. Power checks were performed, the unit meets checklist power checks specifications, and the unit is ready for use. It is likely that the energy calibration was defective requiring adjustment. Therefore, the reported allegation is confirmed. After the calibration adjustment was performed, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.